Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the keypad buttons were sticking and unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has requested the subject products to be returned for evaluation however the products have not yet been returned or evaluated. If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.

Manufacturer narrative:
Follow-up # 1 date of submission 09/25/2013 - device evaluation:the pump has been returned and evaluated by product analysis 09/05/2013 with the following findings: the keypad was found to be fully intact; there was no damage observed. During testing, all keypad buttons were found to be intermittently unresponsive and required multiple button presses with increased force to engage. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a dim/faded and discolored display screen text that was difficult to read. A test screen was inserted and found to function properly with no visible signs of fading or discoloration of text. Also unrelated to the complaint, evaluation revealed a crack in the battery compartment extending from the finger pad to the primary seal.